Event description:
It was reported by stryker sales representative that he has been made aware of an event reported from spire norwich. It was reported that the exeter cement plug broke whilst trying to implant it in the patient. It was reported that it was impossible to retain the broken plug as it broke inside the patient.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Device not available.